Manufacturer narrative:
(B)(4). An initial report was sent to the FDA on 07/21/2015 under manufacturing report# 1219930-2015-00611. The initial MDR was sent with unknown product information assigned to (B)(4) per current procedure. Additional information received on 05/18/2016 containing product information resulted in a change to the manufacturing site; therefore, this MDR is being submitted with the correct manufacturing and product information.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.